Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. (B)(4). A lens work order search revealed there were no similar complaints within the work order. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm vicmo12.6 implantable collamer lens was unstable after it was inserted into the patient's left (os) eye. The lens was torn during repositioning and was removed and replaced with another same model lens. This resolved the problem. Patient's last ucva was 20/24.